Manufacturer narrative:
Complaint conclusion: a non-sterile mynxgrip vascular closure device 6/7f involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that the shuttle was engaged to the black handle. The stopcock was found open with no syringe attached to it, and the balloon was not inflated. The advance tube and sealant were returned in manufacturing position. Additionally, the sealant sleeves were not retracted from manufacturing position with no catheter sheath introducer (csi) returned for this evaluation. A functional analysis was attempted to be executed for an inflation/ deflation mechanism evaluation, nevertheless due to a blockage of the inflation lumen, it was not possible to evaluate the received state of the balloon. During the microscopic analysis presence of saline solution substrate was confirmed to be present inside the inflation mechanism. The unit was washed using an ultrasonic wash method, nevertheless the inflation lumen blockage could not be removed. During this high magnification evaluation, presence of saline solution substrate was observed inside the balloon. The presence of this saline solution substrate led this investigation to conclude that the presence of this saline solution substrate may have resulted in a blockage of the inflation lumen. Additionally, a prominent scratch mark was observed near to the balloon¿s proximal end. This scratch mark could be related to a compromised condition of the unit¿s inflation mechanism. Based on the information provided, the condition of the returned device and the investigation performed, the reported failure as balloon ~ balloon loss of pressure at prep was confirmed. Even though no inflation/ deflation evaluation could be executed due to the inflation mechanism being compromised due to blockage with saline solution substrate, a scratch mark was observed near to the balloon proximal end. The observed scratch mark was a potential attributable cause to the experienced event by the user, as this scratch mark could cause leakage of the inflation lumen if it is deep enough. However, due to the concentration of saline solution in the lumen, a leak test cannot be performed. The exact cause of this incident could not be determined from the information provided. Handling factors, such as not using the correct balloon prep solution, may have contributed to the reported event. According to the instructions for use (IFU) during the prepare balloon step, which is not intended as a mitigation, ¿fill locking syringe with 2 to 3 ml of sterile saline, attach to stopcock and draw vacuum. Check luer connector and tighten if necessary. Inflate the balloon until the black marker on the inflation indicator is fully visible. Check for leaks in the balloon and syringe connector; retighten if necessary. Discard the device if the balloon does not maintain pressure. Check for air bubbles in the balloon. If air bubbles are visible, deflate the balloon, draw vacuum to remove bubbles and re-inflate.¿ based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
E1: ph #: (B)(6). Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon on a 6/7f mynxgrip vascular closure device (vcd) ruptured during preparation. There were no reports of patient injury. The device will be returned for evaluation.